Event description:
The customer reported system messages displayed during surgery. The system was rebooted twice, but the system messages would not clear. The cassette was replaced without success. The surgery was aborted and the pt was transferred to another facility. The case was completed. The pt was reported to be doing well.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported. The fluidics module was replaced. The software was reloaded. The system was then tested and met all product specifications. The fluidics module has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).